Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - right hip. Reason(s) for revision: loosening of the femur. Update - received confirmation that revision has taken place. Taken from (B)(6) dated (B)(6) 2015 .